Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following was reported to gore: on (B)(6) 2011, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2015, a type ii endoleak was treated with coiling.

Manufacturer narrative:
Correct to (B)(6). Updated event description.

Event description:
The following was reported to gore: on (B)(6) 2011, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2015, a type ii endoleak was identified and treated with coiling on (B)(6) 2015. Additionally aneurysm growth from 62mm to 82m in diameter was reported. A follow-up CT scan on (B)(6) 2016 showed further aneurysm growth to 87mm.